Event description:
Severe pain in pelvis, groin area, hips and sharp pain halfway down left thigh. Numbness and heat sensation. Swelling in thigh above knee. Loose and knocking/click feeling in socket of hip when walking. Extreme pain and stiffness when stooping and getting up.